Event description:
Customer reported to sales rep that sutures were noted to be breaking during unk surgical procedure. Surgeon obtained new suture and continued procedure uneventfully. There are no reported adverse pt consequences related to this event.